Event description:
A malfunction was reported, with no notable events occurring prior. There was no information regarding any adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.